Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was received for quality investigation. The customer complaint of air in line / air bubbles was verified by photo inspection. The photo shows that the silicone tubing of the pumping segment ballooned just below the upper pumping segment fitment. A device history record review could not be performed on possible model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd intravascular administration sets experienced air bubbles/air in line, leakage, and tubing expansion/ballons/bulges. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. There was a bubble in tubing from yesterday. The tubing did not stay with the pump. The bubble we are seeing (or sometimes it is a pin hole) that is often discovered either because there is leaking from the pump door or the pump alarms ¿door open¿.